Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation and a photo was also provided. The visual inspection of the provided photo and actual sample showed one dialysate port was broken off. The residual part of the port was not available. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one unit of a revaclear 400 dialyzer. This occurred before patient use. There was no patient involvement. No additional information is available.